Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on or off. A red light illuminated next to "system on" button. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 08/23/2019 to the present date 1/11/2021 and confirmed that this device was previously returned for servicing. Device had similar service repair history and there were no production failures indicated on the source device. CAPA reference: 1120033.

Event description:
It was reported that the device will not turn on or off. A red light illuminated next to "system on" button. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on or off. A red light illuminated next to "system on" button. No additional information was provided. There was no patient involvement.